Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of b. Braun (B)(4) (manufacturer). (B)(4). The actual pump involved in the event has been received for evaluation. Upon initial inspection, it was noted that the pump was inoperable; there was no visual display. The power-on alarm sounded immediately upon start up. The main board, part number #34508740 was then replaced. After replacing main board, delivery accuracy testing was performed and tested in specification at 11 minutes 31 seconds or 104 percent of expected accuracy. The log review was not performed since the main board was replaced and the log was therefore no available. A historical review of the customer complaint database revealed no adverse trends of this nature. The non-conforming database was reviewed and no non-conformances were noted against serial #(B)(4) and no repeat issues of this nature were noted in the device repair history. Multiple attempts to obtain additional information have not been successful. No specific conclusion can be drawn as to the cause of the event. If additional pertinent information becomes available, a follow up report will be submitted.

Event description:
(B)(4).